Event description:
It was reported that pump touchscreen became cracked and shattered after customer fell or rolled onto pump, which left display illegible and touch controls unresponsive. There was no adverse impact to the customer¿s blood glucose level. Customer planned to continue using current pump and rely on alternate insulin method if necessary.